Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Open knee debridement, removal soft tissue. Patient underwent bilateral knee replacements on (B)(6) 2015 where attune cr fixed bearing implants were utilised. Both knees were doing well until the patient was closing a window and twisted their knee - (B)(6) 2018. The right knee swelled, this settled down until another slip and twist and again swelling. Swelling and synovitis along with another fall in (B)(6). On (B)(6) 2019, the patient felt something grating in the knee and felt unstable. This again settled. On (B)(6) 2019, there was a large re-occurrence of swelling. A decision was made to open the knee and explore to try and identify the cause. The fixed bearing poly insert was easily removed. The concern was that this was very easy to remove, questioning the integrity of the locking mechanism. A debridement was undertaken and as there was no new poly available re-implanted. Again this was easily inserted and as the video clip shows, the locking mechanism was not very good. This report is to indicate the concern in the locking mechanism as no implants where in effect revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.